Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The reaction location was on the skin at the edge of where the adhesive patch attaches and was described as an infection. Patient stated that she sought out medical attention and has been treating successfully. Date of medical intervention and treatment type is unknown. No additional event or patient information was provided.